Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt differently since having a new device implanted two weeks ago. The patient stated they felt as if they were out of breath and wondered if the device wasn't programmed like the old one. Follow up with the physician's office indicated that rate response had not been turned on at time of implant, and so it was turned on. The device remains in use. No further patient complications have been reported as a result of this event.